Manufacturer narrative:
Device event or problem: the hospital reported that 2 weeks prior to the date of the event, a #11 blade broke off inside the patient's operative knee. The doctor recovered all pieces during the procedure. Deroyal: the defective sample was not returned for evaluation and root cause investigation. A supplier corrective action request was submitted to swann morton for them to evaluate this reported event.

Event description:
The hospital reported that 2 weeks prior to the date of the event, a #11 blade broke off inside the patient's operative knee. The doctor recovered all piece during the procedure.